Event description:
It was reported on 05/09/2000 that , "in 1999, pt had a right eye iol implant. On 11/06/1999, pt developed a severe hypopyon and intraocular infection requiring secondary surgical intervention. Pt was also diagnosed on that same day with a cloudy cornea, inflammation, vitritis and apparent endophthalmitis. A vitrectomy was done on 11/10/1999 without culture. The vitrectomy was done three days after intravitreal injection of antibiotics. The doctor is unsure if this issue is lens related or not. The doctor feels the pt's condition is stable but doubts that the pt's visual acuity will ever be better than 20/400."